Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2002, the patient underwent primary surgery via tha for oa on hip joint with the implants in question and kt plate. After the surgery on (B)(6) 2025, the revision surgery was performed to remove all the implants in question and to revise zb¿s products due to the loosening of the cup side. The surgery was completed successfully with no surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6), 2002, the patient underwent primary surgery via tha for oa on hip joint with the implants in question and kt plate. After the surgery on nov. (B)(6) 2025, the revision surgery was performed to remove all the implants in question and to revise zb¿s products due to the loosening of the cup side. The surgery was completed successfully with no surgical delay. No further information is available. The product was not returned to depuy synthes; however, photos were provided for review. See attachment "(B)(4), (B)(6) hospital(jo202510405)". The x/ray attached was reviewed, the single view provided is of low quality, which makes it difficult to draw a definitive conclusion. Therefore, no observations pertaining to the nature of the reported event could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.